Event description:
Philips received a complaint on the mrx device indicating that the power module needs replacement. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that this was a malfunction of the power module which were replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.